Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has lymphedema and keeps getting up during the night sometimes to go to the bathroom. They fell on (B)(6) 2017, and ever since, they are going more during the day. They want to have a test performed to see if the ins dislodged. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the device and discuss replacement. Their hcp also told them their ins is dead and it lasted longer than expected. No further patient complications have been reported as a result of this event.